Manufacturer narrative:
(B)(4). (B)(4). During a visit to this account, ees associates obtained the following information: observations generally suggest intermittent trocar leaking can occur when moderate levels of instrument force or torquing is applied. Primary leak path for this condition appears to be from under the universal seal cap. Once the instrument torque force is reduced, the leaking subsides. Surgeons believe this condition is most frequently observed during gastric bypass procedures due to the extent of instrument angulations required and resistive force of thick abdominal walls typical with bariatric patients. General consensus from the above surgeons indicate moderate, intermittent torque leaking occurs in ~50% of their cases and severe leaking is experienced ~15% of the cases. Patient size, wall thickness, prior surgeries, etc. Are contributing factors to the extent of leaks experienced.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was gas leakage in a reducer cap; it was difficult to keep the patient insufflated. It is unclear how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Scraper damaged. The analysis results found that the (B)(4) device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. In addition, the scraper was found to be torn. This finding is not related with the event reported. The final quality release criteria were met before this batch was released for distribution. The analysis results found that the (B)(4) device (b) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria were met before this batch was released for distribution. Device b additional information: batch # unk. Expiration date: unk. Manufacturing date: unk. The analysis results found that the (B)(4) device (c) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. In addition, the scraper was found to be torn. This finding is not related with the event reported. The final quality release criteria were met before this batch was released for distribution. Device c additional information: batch # unk. Expiration date: 07/2012. Manufacturing date: 08/2007. Scraper damaged.